Event description:
After 4 days of use of ortho fix cervicalstim, developed severe neuralgia pain and numbness in left shoulder, left arm to hand, with increased weakness. Also had increased numbness in right hand. Had alot of pain in neck as well. Took almost a week for most symptoms to resolve, still had slight residual for another week or two. I reported it to the representative who didn't get to me until I called back the following week. I doubted that they would report the adverse effects so I am doing it. Product brochure had vague misleading assurances of device safety, which took no responsibility and absolved themselves of any adverse effects that may have been previously reported by patients. Note: they also didn't reverse the device charge, so they got significant payment for medicare although device brief trial caused severe side effects. Pictures of device with bar codes attached.